Event description:
It was reported that on (B)(6) 2006 the patient presented with c5-6 hnp. The patient underwent acdf c5-6 using allograft, rhbmp-2/acs, a cage, and a k2 plate. On (B)(6) 2007 the patient presented with painful degenerative disc disease with disc herniation l5-s1. Patient had failed conservative treatment. The patient underwent alif of l5-s1 using allograft bone, rhbmp-2/acs, and a pyramid plate. Per the operative report, the bmp was placed within the interbody bone dowels, and additionally was packed anteriorly. There were no noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.